Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 7.9 mmol/l (142 mg/dl) and 25 mmol/l (450 mg/dl) within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
This report is to correct initial MDR filed 09 feb 2012 which stated "no new issues were observed." Although the complaint was not confirmed. Upon investigation an addition issue was identified. Visual inspection confirmed serial number had rubbed off the rear panel. An additional supplemental report will be filed if it is determined that the additional issue identified has any connection with event or product issue reported by the customer.

Manufacturer narrative:
This is a final report. The returned product was received for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. Additionally, similar readings to those reported were found in the meter's memory.